Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2026, in order to explant internal magnet due to pain and device non-use. There are no plans to reimplant the patient with a new device as of the date of this report.